Event description:
It was reported that insulin leaked from the reservoir. Troubleshooting was performed. Found that the leak came from the bottom of the reservoir, and ended up inside the battery and reservoir compartment of the insulin pump. No damage to the reservoir noted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.